Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain') and genital haemorrhage ('heavy bleeding and clotting / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included vaginal haemorrhage, menorrhagia, dysmenorrhea, fibroids, bleeding genital, uterine fibroids, anemia, hypertension, diabetes, vaginal burning sensation, swelling nos, redness, dysuria, pap smear abnormal, trichomonas on cervical smear, grand multiparity, gestational diabetes, nipple pain, diarrhea, hematuria, penicillin allergy, multiple caesarean sections, breast lump, acute gastroenteritis, creatinine urine, dysuria and urinary frequency. Previously administered products included for an unreported indication: motrin, iron tablets and vitamin d tablets. Concurrent conditions included tightness in chest, decreased night vision, weight fluctuation, wheezing, morbid obesity, anemia, pelvic pain, urinary urgency, fatigue, nausea, migraine, upper respiratory infection, photophobia, cough, dyspnea exertional, postnasal drip, sore throat, peripheral swelling, arthralgia, yeast infection, discomfort, vaginal itching, antibiotic resistant staphylococcus aureus infection and vaginal discharge. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), losartan, phentermine and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), recurrent urinary tract infection ("urinary tract infections"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("severe bloating"), back pain ("lower back pain"), pain in extremity ("leg pain"), abnormal weight gain ("excessive weight gain"), migraine ("migraines"), headache ("headaches"), alopecia ("excessive hair loss"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), menorrhagia ("severe menstrual cycles"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastro-intestinal conditions") and nausea ("nausea") and was found to have uterine leiomyoma ("other (list): fibroids / fibroids on uterus"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract disorder, dysmenorrhoea, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, nausea, weight increased and weight decreased had resolved and the genital haemorrhage, recurrent urinary tract infection, dyspareunia, abdominal pain lower, abdominal distension, pain in extremity, abnormal weight gain, migraine, headache, alopecia, vitamin d deficiency, iron deficiency, uterine leiomyoma, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, recurrent urinary tract infection, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal infection, vitamin d deficiency, weight decreased, weight increased and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of birth-(B)(6) 2017. Patient will be forced to undergo a major surgery as a result of her essure implants patient never experienced any of these conditions prior to receiving the essure implant. Physician recommended removing the essure. Patient received treatment for pain, bladder problems, urinary tract infection, vaginal infection, vaginal discharge. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- abdominal pain, headache, menorrhagia, uterine leiomyoma, back pain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events dysmenorrhea (cramping),urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastro-intestinal conditions,nausea, weight gain, weight loss, patient did not underwent essure confirmation test were added and event pelvic pain, back pain, abdominal pain, bladder problems outcome updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding and clotting / bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, dysmenorrhea, fibroids, bleeding genital, uterine fibroids, anemia, hypertension, diabetes, vaginal burning sensation, swelling nos, redness, dysuria, pap smear abnormal, trichomonas on cervical smear, grand multiparity, gestational diabetes, nipple pain, diarrhea, hematuria, penicillin allergy, caesarean section, breast lump, acute gastroenteritis, creatinine urine, dysuria and urinary frequency. Previously administered products included for an unreported indication: motrin, iron tablets and vitamin d tablets. Concurrent conditions included tightness in chest, decreased night vision, weight fluctuation, wheezing, morbid obesity, anemia, pelvic pain, urinary urgency, fatigue, nausea, migraine, upper respiratory infection, photophobia, cough, dyspnea exertional, postnasal drip, sore throat, peripheral swelling, arthralgia, yeast infection, discomfort, vaginal itching, antibiotic resistant staphylococcus aureus infection and vaginal discharge. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), losartan, phentermine and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("severe bloating"), back pain ("lower back pain"), pain in extremity ("leg pain"), abnormal weight gain ("excessive weight gain"), migraine ("migraines"), headache ("headaches"), alopecia ("excessive hair loss"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), menorrhagia ("severe menstrual cycles") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("other (list): fibroids / fibroids on uterus"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, back pain, pain in extremity, abnormal weight gain, migraine, headache, alopecia, vitamin d deficiency, iron deficiency, uterine leiomyoma, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, genital haemorrhage, headache, iron deficiency, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 2017. Patient will be forced to undergo a major surgery as a result of her essure implants patient never experienced any of these conditions prior to receiving the essure implant. Physician recommended removing the essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- abdominal pain, headache, menorrhagia, uterine leiomyoma, back pain. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs and mr were received: event: fibroids, pain, urinary problems and menorrhagia were added. Essure insertion and removal date were added. Essure removal surgery was added. Concomitant conditions and drugs were added. Historical drugs were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.